Event description:
It was reported that the lead dislodged and was programmed off.

Event description:
New information on (B)(6) 2015 indicates the lead was capped on (B)(6) 2015 during a routine generator change out. The patient was doing well after the procedure.

Manufacturer narrative:
Na